Event description:
The pt services representative (psr) assisting an (B) (4) male pt called in to zoll lifecor customer support to report that the pt's monitor was displaying a service code 204. The pt received a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B) (4) has been completed. The reported problem (code 204) has been confirmed. Engineering eval of the electrode belt determined that the cause of the error code 204 was corrupt memory. The root cause of the corrupt memory cannot be positively identified, however, the belt was fully functional after being reprogrammed. No adverse event resulted from the corrupt memory. The pt rec'd a replacement electrode belt.